Event description:
Technician reports one incident of a patient reaction noted during use with the ca 150 dialyzer. At the onset of treatment, the patient experienced shortness of breath, hypotension and chest tightness. It was noted that the patient's blood appeared dark as it passed through the venous blood line. The treatment was terminated and the blood was not returned to the patient. Approximate blood loss 250-300cc. Technician reports that symptoms resolved immediately after treatment was discontinued. The treatment was not resumed. The following day, the patient was dialyzed with an alternate membrane and treatment was completed without incident. No medical intervention was provided per technician.